Event description:
I had essure device implanted almost 2 years ago. Five months ago I was hospitalized because one of the coils slipped into my uterus and had to be surgically removed. I now have unbearable pain for over a month and preparing to have my tube removed to have coil removed.